Manufacturer narrative:
(B)(4). Batch # t5a42n device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of attached document with eight photos, the following was observed. The first photo shows a device of anvil area with a complete donut tissue. The second and third photo show an anvil with a washer and a complete donut. The washer can be seen cut and some nicks were noted: this damaged is consistent when the device is fired over an already existing staple line and several unformed staples stuck on the washer. The fourth and fifth photo show a device of guide face area with causing half washer and tissue inside of device. A staple no properly formed can be seen with part of leg staple on the guide face and the rest of body between knife and causing half washer. The sixth, seventh photos show tissue from top view and some staples can be seen unformed between tissue. It is possible that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The eighth photo shows tissue with some staples properly formed from top view. Based on the photos the event describe of firing issues is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation summary: upon visual inspection of attached document with eight photos, the following was observed: the first photo shows a device of anvil area with a complete donut tissue. The second and third photo show an anvil with a washer and a complete donut. The washer can be seen cut and some nicks were noted: this damaged is consistent with the device being fired over an already existing staple line and several unformed staples stuck on the washer. The fourth and fifth photo show a device of guide face area with causing half washer and tissue inside of device. A staple not properly formed can be seen with part of leg staple on the guide face and the rest of body between knife and casing half washer. The sixth, seventh photos show tissue from top view and some staples can be seen unformed between tissue. It is possible that before firing the device the orange indicator should be fully within the green range of the gap setting scale. Also, if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The eighth photo shows tissue with some staples properly formed from top view. Based on the photos the event describe of firing issues is confirmed, however no conclusion or root cause could be determined. The following information was requested, but unavailable: what were the indications for surgery? => no further information is available. Where in the green gap setting scale was the indicator located prior to firing the first time (low-b, middle-b, or high-b)? => no further information is available. How was it confirmed that the washer was uncut? => no further information is available. Is the customer aware that this device is only indicated to be fired once? => no further information is available. No further information will be provided. Please share this information with the surgeon: per the instructions for use (please reference the package insert for complete instructions) - caution: do not re-squeeze the firing trigger as this may damage the anastomosis." Additional information was requested and the following was obtained: what is the current status of the patient? => the patient is stable as of (B)(6) 2019.

Event description:
It was reported that during laparoscopic low anterior resection and total hysterectomy, the washer was uncut and the device could not be removed at the first firing on the rectum. Then, the surgeon grasped the firing handle again, and the device could be fired. But it was found that a part of deployed staples was unformed. Additional resection and reconstruction were performed with a competitive circular stapler to complete the case. The patient is hospitalized and being followed-up. The surgeon who fired the device had experience in using cdh devices. The surgeon had a strong grip. Additional information was provided that there was 30cc of bleeding and it was related to the colonic procedure. The surgeon planned to build a temporary stoma for the patient and completed in the procedure. The patient is stable now, but there is possibility not to close the stoma depending on the patient¿s future condition.